Event description:
A (B) (6) customer opened a new carton of test strips and found the cap open on the bottle of strips. The retailer who sold the strips contacted bayer and alleged that he had 11 cartons that contained open bottles of strips. No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture can cause high test results. The test strips are to be replaced.